Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 32 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 152 mg/dl. Current blood glucose was 135 mg/dl. The customer was advised about the proper insertion and calibration process. Customer stated she removed the sensor and the cannula was bent.